Event description:
Patient reported she has had a lot of health issues since her first surgery for a hernia repair in 2002. Months after having the mesh put in, she had severe abdominal pain, constipation, vomiting, have had part of her colon removed, pt has been told her insides look like they were super glued together. Mesh explanted. Patient reports her doctors think it is adhesion disorder.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. Ref. MDR 1213643-2008-00218 for another MDR regarding this pt.